Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The suspect power supply has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The analysis of the power supply was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and found that the system as functioning correctly. Error logs showed 5 volts were out of specification. The ps1 power supply was replaced. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that the image acquisition system (ias) was beeping and generator errors were shown on the logs. There was no patient was present when this issue was identified.